Manufacturer narrative:
While there is no definitive information available that indicates that this event resulted in a serious injury, it is possible as it was implied that the patient would need intervention. Therefore, considering this and per condition #1 of exemption. This event meets the criteria for reportability per 21 cfr part 803. The device involved was returned, visually inspected, and confirmed to have separated.

Event description:
It was reported that a cavitron fsi-sli ultrasonic insert tip separated during use and became lodged in the patient's gingival tissue. A response questionnaire completed by the complainant's office indicated that there was "slight" patient injury and that further medical attention was "not yet" sought. Further information has been requested, though none is available as of this report.